Manufacturer narrative:
The smart card and photographs were provided by the customer for evaluation. The kit was not returned. Smart card data showed after 675ml of whole blood was processed an alarm #7: blood leak? (Centrifuge chamber) alarm occurred. Review of the customer provided photographs showed blood splatter on the walls and at the bottom of the centrifuge chamber. The drive tube is damaged and there is a mark near the lower bearing stop. A material trace of the drive tube assembly and its components used to build m008 found no related non-conformances. The device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This lot passed all lot release testing. The root cause of the drive tube leak/break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Comp-(B)(4). N.s.07-oct-2024.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m008 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot m008 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the returned smart card and photographs is still in process. A final report will be filed when the analysis is complete. (B)(4). (B)(6). 06-aug-2024.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed the drive tube break during the treatment after 675ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer will not the kit. The customer returned the smart card and photographs for investigation.